Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose was reported as reading "high," but specific values were not provided. The customer addressed the high blood glucose level with a correction injection via multiple daily injections. Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. Reportedly, the customer continued to use the pump for insulin therapy.